Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a 3000 ml exactamix eva tpn bag had leaked near the top and side of the bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection of the returned unit was performed and the reported issue could not be easily identified by initial inspection. A functional test was performed by filling the bag with water and a leak was noted at the right corner of the device. Magnification showed a tear at the bottom right corner of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.